Manufacturer narrative:
The company service representative examined the system and was not able to confirm or replicate the reported events. As a preventative measure, the fluidics module was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during a surgical procedure the system stopped. At the restart of the system an error message was displayed and the system could not be re-started. The facility had no back up system. It is unknown if the case was completed.